Event description:
It was initially reported that there was a 'problem with battery longevity', with battery voltage of 2.75v. A year later, it was reported that there was another indication of 'high current consumption,' and the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found high current drain caused by an integrated circuit. This caused a rapid depletion of the battery, confirming the reported field experience.